Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9831 due to the damage to the tip of the device. Visual inspection noted that metal face on the tip of the device is peeling back and coming off the device. The most likely cause for the damage to the tip is attributed to misuse due to use error caused by prying/leveraging of the device against bone/bony tissue. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/06/2024, it was reported by a sales representative via (B)(4) that the i90 apollorf aspirating ablator, ar-9831, was being used during a knee scope when the metal piece on the face of the wand started to come off. The device was removed from the patient and when it was unplugged from the console, the plug in came apart. See attached photos.